Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with qc cut-off hcg standards and high level hcg standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information provided by the customer the patient missed one menstrual period at (B)(6) 2017. The patient might be in the early stages of pregnancy and urinary hcg levels are likely to be influenced on whether the urine is concentrated or diluted. A dilute urine sample may not contain detectable levels of hcg and can lead to false negative results. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient received two positive hcg results using first response home pregnancy tests. The patient later went to the facility for secondary testing. A mid-day urine sample was collected and the consult hcg urine cassette produced a negative hcg result. The patient was then referred to physician for quantitative testing. The patient's last menstrual period was at (B)(6) 2017 and the patient reported missing one menstrual period. Troubleshooting was provided to the customer and limitations were discussed per the package insert.